Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 73 mg/dl. Customer stated that the insulin was "squirting out" during the manual prime process. Customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. Unit alarmed compromised force sensor system during basic occlusion test due to force sensor resistor damage by moisture. Unable to perform prime/compromised force sensor system test, occlusion test and excessive no delivery test due to compromised force sensor system alarms. Unit was received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit was received with foreign debris under display window.